Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes the device experienced the stopper popping off the tube. The following information was provided by the initial reporter. The customer stated: there was an issue with a pst tube. The septum inside the cap was sideways. It wasn¿t noticed until they tried to push the tube on the needle. They reported that it pushed on hard. When the tube was removed the cap came off the tube.